Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm during self-test. Customer's blood glucose value was 18.2 mmol/l. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.